Event description:
Customer reported their child passed away the night of (B)(6). Customer states that around 2am, her device stopped working.

Manufacturer narrative:
The device lost power, and the backup battery operated as intended. The customer received a "lost base station power" alert via an audible and visual notification to their base station and mobile application. During the investigation, historical data logs confirmed that the mobile application was opened and acknowledged after the alerts were sent.